Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited a consecutive premature ventricular contraction (pvc) episode. Technical service confirmed that the pvcs resulted in loss of capture. A programming change to the auto-capture algorithm was performed and the most recent capture test showed that the pacemaker was capturing. There were no patient consequences.